Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product showed only piece of the optic and a haptic was received. There was a clear surgical residue on the lens. (B)(4).

Event description:
The surgeon inserted the aa4203tl silicone single piece lens and part of the lens got stuck in the injector during insertion. The piece of lens inserted in the eye was removed without any patient injury. The reporter stated the incident was the result of improper loading.